Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller was exchanged on (B)(6) 2024 for dim green lights and cracked black power lead proximal to the system controller. Afterwards, the patient had a driveline issue. While their system controller latch was closed, the driveline 'came out' of the system controller. The patient came in on (B)(6) 2024 because they had found a lone 'pin' in their consolidated bag by their black lead on saturday. Their power module had been alarming so when they were checking on things they noticed the pin. In regards to the power module, the emergency backup battery was removed and the alarm resolved. In clinic, the provider was moving the patient's system controller out of the clip of their consolidated bag to look at their pins. The provider pulled upwards on the system controller (not the percutaneous lead) and their hand hit the percutaneous lead and the red heart alert came on immediately. The provider pushed the system controller back downward and the red heart went away. It was noted that the latch was closed and the red button was not visible. They could not find any "missing" pin in any of the equipment. Everything was checked besides the backup clips and the patient's percutaneous lead. Log files captured the system controller exchange on (B)(6) 2024 at 14:12. On (B)(6) 2024 at 14:02 it was noted that the pump speed was zero with no noted driveline disconnects.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: review of the submitted log file confirmed a pump stop consistent with the driveline being disconnected; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log file captured events from 22mar2024 through 25mar2024. On 25may2024 the pump stopped, and other alarms associated with the pump stop alarm were active due to driveline being disconnected. Driveline was not disconnected long enough to active driveline disconnect alarm. No other notable alarms or events were captured. The pump appeared to function as intended at the fixed speed while the driveline was connected. It was reported that t was reported that when the system controller latch was closed, the driveline "came out" of the system controller. The provider was moving the patient's system controller out of the clip of their consolidated bag to look at their pins. The provider pulled upwards on the system controller (not the driveline) and their hand hit the driveline and a red heart alert came on immediately. The provider pushed the system controller back downward and the red heart went away. It was noted that the latch was closed, and the red button was not visible. They could not find any missing pins in any of the equipment. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii lvas patient handbook, rev. C. Are currently available. Section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller," addresses the proper steps for connecting the driveline to the system controller. It also states to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. Section 7, ¿alarms and troubleshooting¿, outlines system controller alarms as well as the appropriate actions associated with them. The patient handbook outlines all system controller alarms as well as the appropriate actions associated with them in section 5, ¿alarms and troubleshooting¿. The patient handbook also caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.